Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed that the tubing was separated from male luer. The insertion of the tubing was in accordance with product specifications. Additionally, an excess of solvent was observed in the tubing and the connector. Dimensional testing was performed at the tubing with no issues noted. The reported condition was verified. The cause of the condition was due to solvent application during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer of clearlink system extension set separated from the tubing which resulted in a leak. This was observed during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.